Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this perception code. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The symptoms experienced by the customer were unknown because the customer refused to provide additional information. The customer ended up going to emergency room(ER) due to constant hypoglycemia alarms from the application with the sensor readings (54 mg/dl) lower than the customer's fingerstick tests (119mg/dl). The healthcare professional (hcp) at the ER conducted a fingerstick test and determined that the sensor was not reading accurately. The customer received unspecified treatment from an hcp for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) was not a valid serial number. Therefore, section d4 was updated to unk. The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies, clinical studies and product monitoring and dose audits were performed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The symptoms experienced by the customer were unknown because the customer refused to provide additional information. The customer ended up going to emergency room(ER) due to constant hypoglycemia alarms from the application with the sensor readings (54 mg/dl) lower than the customer's fingerstick tests (119mg/dl). The healthcare professional (hcp) at the ER conducted a fingerstick test and determined that the sensor was not reading accurately. The customer received unspecified treatment from an hcp for the reported product issue. There was no report of death or permanent impairment associated with this event.